Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic after experiencing diaphragmatic stimulation, lead dislodgement was observed. It was noted that during the lead revision procedure, the helix was unable to retract. The lead was explanted and replaced. The patient had no complications during the surgery and was resting comfortably in the recovery room after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.